Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na) and chloride (cl) for one patient sample. All results are in mmol/l. The initial na result was 120 and the initial cl result was 82.6. These two results were reported outside of the laboratory. The patient (who is a nurse at the customer site) called and requested the samples be repeated. The primary tube was loaded on the same analyzer and was repeated. The repeat na result was 139 and the repeat cl result was 94.9. The customer deemed the repeat results to be the correct results and issued a corrected report. There was no adverse event. The sample was also repeated for na on another cobas 6000, c501, which generated a result of 142. The lot numbers of the na and cl electrode in use were not provided by the customer. The field service representative found the rinse mechanism was splashing as it was diving into the cells. He also noted that sipper tubing had been inadvertently used as pinch tubing and that the sipper tubing was pushed too far onto the ise sipper, which caused an air pocket to form. He adjusted the rinse mechanism nozzles so no splashing was observed and replaced the pinch tube with proper tubing. He also adjusted the sipper tube. Qc was processed with no errors and precision testing was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly - rinse mechanism.